Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A trial patient reported their stream had decreased. It was noted the trial began on (B)(6). It was unknown if the issue was resolved at the time of the report. Additional information from the patient on (B)(6) reported they had not had bowel movements since the procedure, which was unusual for her. It was noted the patient began the trial on (B)(6) 2017. It was unknown if the issue was resolved at the time of the report. Additional information from the patient on (B)(6) reported itching specific to the tape, but she was itching all over her back. It was unknown if the issue was resolved at the time of the report. There were no further complications that have been reported as a result of this event. The indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported the results of the troubleshooting was unknown. No further information reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.